Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® non-platform switched parallel walled implant 3.25 x 8.5mm (boss385) was received for investigation. Visual inspection of the as returned product identified minor signs of wear due to usage around the external threads and the collar but no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the event. The product dimensions were measured and found to be within the specifications in the product's engineering drawing. Pre-existing conditions were noted on the per and include the patient's reported smoking habit. The reported device was located on tooth # 7 and was used for approximately 1 year. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported infection with buccal fistula. The reported complaint is non-verifiable due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided.

Event description:
It was reported that the patient suffered with an infection and bone loss. The implant was removed, the site grafted and the patient will return in 3 to 9 months for replacement.